Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that insulin pump had failed battery test alarm. The customer's blood glucose level was unknown. The customer stated that insulin pump rejected the new battery and it gives the no delivery alarm. The customer stated that insulin pump had cosmetic damage. The customer reports crack where the battery cap and the reservoir and battery cap was not stay properly. The insulin pump will not be returned for the analysis.